Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to customer's blood glucose. Despite assistance from technical support in attempting to load a new cartridge, the issue persisted, and the customer was unable to resume insulin therapy. Consequently, technical support decided to replace the pump under warranty. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was guided on how to put the pump into storage mode for return. The customer acknowledged receipt of these instructions and agreed to return the problematic pump within 10 days using a pre-paid label.